Manufacturer narrative:
One device was returned for analysis. Visual inspection found damage to the downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a jammed latch handle. As a result, the downstream occlusion sensor assembly was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the latch would not unlock and release the cassette. During physical inspection, it was found that there was damaged to the downstream occlusion seal.